Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The user's cgm glucose was in range for ~10 hours prior to the event, with no obvious cause of hypoglycemia. The user has started a new job in a gym and is active throughout the day, which may have contributed to this hypoglycemic event. Having the device volume set to "off" contributed to the severity of the event, as it likely delayed the user's response to their hypoglycemia.

Event description:
On 7/28/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The even occurred on 7/22/2024. The user, who had been in range for most of the day, began to experience a rapid decline in bg levels after lunch while sitting at work. The user works in sports management and spends time in the gym while at work. User does not recall the exact bg levels before the event but described symptoms of shaking and possible loss of consciousness, as reported by co-workers who observed their eyes rolling back and their falling, hitting their head. The user's bg dropped to 39 mg/dl. Co-workers helped by putting frosting in the user's cheek to raise their bg levels. Health services on campus were called but did not administer any treatment.